Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm or battery out limit alarm noted. The insulin pump had cracked case at display window corner, broken battery tube threads and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is broken at the battery compartment and the battery cap cannot stay locked into place. The customer's blood glucose reading was unknown at the time of incident. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details provided.